Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had a problem that occurred on (B)(6) 2014 with a proximal femoral nail antirotation (pfna) blade. The nail was easily positioned in the femur following the measure of a cervical 100mm screw was requested. The surgeon ensured in advance that part of the screw was mobile. It glided well. Once positioned on the screwdriver, a hammer was used. It was impossible to remove the screwdriver from the screw. Using the same hammer the surgeon proceeded with removal of screwdriver/screw. Once out of the patient, the surgeon tried a new test of release; even with pliers grip but was unsuccessful. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the endcap stuck in sleeve, recess damaged, scratches on the surface. Bettlach manufactured 04.027.035s lot no. 8027051. The parts were made to se_189939 rev ¿e¿. No ncrs were generated during production. The relevant dimensions of the proximal femoral nail antirotation (pfna) blade could not be verified due to the damage incurred. Therefore this evaluation is indeterminate from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.